Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 843mg/dl. The nurse stated that the customer would not be released until the insulin pump is replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.